Event description:
The rep reported that during a lap cholecystectomy, the first device locked out and would not open. The surgeon had to use force with his hand and pried the handles apart. The second device did not deploy clips properly, the clips were pear shaped. A third device was used to complete the procedure. There was no adverse consequence to the pt reported.

Manufacturer narrative:
(B)(4). (B)(4). Info anticipated, but unavailable at this time.